Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank and x-ray tube were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up, and required a reboot to regain functionality. No patient serious injury or death was reported related to this event.